Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device nurse said the patient was implanted and then had a wound check one week later at which point everything looked fine and they removed the stitches (1-2 stitches). On (B)(6) 2018, the patient called to say that the site was oozing and when he presented to the clinic that day the device had started to erupt out of the incision and was hanging out about a quarter of an inch. At that point, the device nurse pulled out the monitor. Should additional information become available, this file will be updated.

Manufacturer narrative:
Erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.